Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent right atrial (ra) lead undersensing during atrial arrhythmia episodes, possibly affecting mode switching. The lead remains in use. No patient complications have been reported as a result of this event.